Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box showed a replace cartridge alarm was recorded on 04-apr-2018; deliveries never resumed. The last bolus delivery was an 18.0 unit combo bolus on 2018-04-04 at 10:40. During investigation, the pump was exercised for 24 hours with a 2.0 units/hour basal rate; at end testing the basal history correctly showed 2.0u and total daily dose (tdd) record showed 48.0 units. No change to the basal rate, pump settings or missing tdd history was observed during testing. The pump passed delivery accuracy test and was found to be delivering accurately and within range. No errors, warnings or delivery interruptions occurred. The allegation of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed multiple cracks in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that when the patient changed the time/date reset an alleged basal rate was changed. The total daily dose was missing and that the bg target was wrong. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because there is an allegation against the delivery function of the pump.